Manufacturer narrative:
The investigation is still pending. An additional supplemental will be sent when the investigation results are completed.

Event description:
It was reported by the customer that the device received error code 571.6241. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted: error code 571.6241 is confirmed due to a cable j3 to power board loosen up. It's possible jarring during the transport. Reseated the cable j3. Performed leak down test and co2 calibration with passing results. The failure code other was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient a review of the device history record showed the device had a manufacture date of 24/mar/2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported by the customer that the device received error code 571.6241. There was no patient involvement.

Manufacturer narrative:
Additional information added to: e2, g2 for biomed as a health professional. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted: error code 571.6241 is confirmed due to a cable j3 to power board loosen up. It's possible jarring during the transport. Reseated the cable j3. Performed leak down test and co2 calibration with passing results. The failure code other was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. Based on the findings, service determined that the probable cause of the reported issue was due to cable was loose. A review of the device history record showed the device had a manufacture date of 24/mar/2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for sn (B)(6), did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported by the customer that the device received error code 571.6241. There was no patient involvement.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported by the customer that the device received error code 571.6241. There was no patient involvement.